Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). Device evaluation: the product was not returned for investigation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the nurse and the surgeon had prepared the intraocular lens (iol) as per instructions. The surgeon had implanted the iol but on exit, the trailing haptic had twisted and placed on the underside of the optic disc. The surgeon had expressed concerns of the way the haptic had unfolded, potentially damaging the capsular bag. After long manipulation, the iol unfolded correctly and the capsular bag was intact. The iol remains implanted. No additional information was provided to abbott medical optics. Note: 2 mdrs will be submitted. One for each suspect product. This is 1 of 2.